Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 438 mg/dl (aviva system 1), 201 mg/dl (aviva system 2), and 206 mg/dl (aviva system 1). Customer states that he was eating while testing and his hands were not washed. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for aviva system 2.